Event description:
It was reported that during preparation for an intervention, a stent dislodgement occurred. During preparation as the 3.5 x 28mm liberte bare mr stent delivery system was being unpacked, it was noted that the stent was dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the stent had not dislodged upon removal from the package. After they removed it from the box and entered it on the guide wire, however, before it entered the sheath and the patient, they saw the stent "moving away from the balloon."

Event description:
It was reported that during preparation for an intervention, a stent dislodgement occurred. During preparation as the 3.5 x 28mm liberte bare mr stent delivery system was being unpacked, it was noted that the stent was dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with the shelf box and inner pouch. There was contrast present in the inflation lumen and balloon, blood was also present in the guidewire lumen. The balloon was loosely folded with the stent positioned 27mm past the distal end of the proximal marker band. The stent was not uniform and had bent and flared struts in the first row from the proximal end of the stent and multiple struts in the middle of the stent flared, bent and overlapping. The shaft was kinked 9.5 cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. Although it was reported that the device was not used, the presence of contrast and blood in the lumen is indicative of handling beyond simply unpacking the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).